Event description:
It was reported that an adverse event occurred. The patient was using a ypsomed ypsopump insulin pump at the time of event. According to the patient, on approximately (B)(6) 2026, the patient experienced a hyperglycemic event while being in an active sensor session, which occurred an unknown number of days after the sensor had been inserted in the arm. It was reported that the patient experienced severe ketoacidosis resulting in kidney failure and requiring hospitalization. The cgm sensor was connected in closed loop mode during the event, but there was no information on what the cgm device was displaying at the time of the event. No further information regarding symptoms, treatment, or duration of stay at the hospital was reported. At the time of the report the patient¿s current condition was unknown. It was stated that the patient informed that a pump issue contributed to the hospitalization. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident but was unsuccessful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.